Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One phaco tip sample was returned for evaluation. A visual inspection of the phaco tip was performed and deemed nonconforming. The phaco tip is broken from the aspiration bypass hole location until the bend location, and thus the break area is very jagged. The wall thickness at the break area is good. The bevel for the front broken section is in good condition. The inside diameter of the tip is not visually occluded. Wear is present on the threads, back of the flange, and nut corners. The complaint evaluation does confirm the phaco tip is broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that the phaco tip broke during a right eye cataract procedure. The procedure was completed without patient harm. Additional information and product sample have been requested.